Event description:
The caller reported that the customer's insulin pump alarms failed battery test every day, even though the customer is using new batteries. The customer's blood glucose was unknown. Troubleshooting was not performed because the customer was not available. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.